Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal two tampons fell apart leaving pieces inside. She was able to manually remove the remaining tampon pieces. She called her doctor after this occurred and doctor told her to follow up as needed.